Event description:
Related manufacturer reference number: 2017865-2024-59801. Related manufacturer reference number: 2017865-2024-59802. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) and (ra) lead. It was noted that the patient had a gauze causing pain on the pacemaker. The physician elected to repair the rv, ra lead and remove the gauze by the pacemaker. The patient was in stable condition.